Event description:
User experienced a water leak coming from the clamp at the rear of the analyzer. No patient samples were affected and operator was not harmed. The field service representative determined the cause to be a misadjusted hose fittings, and adjusted fittings. He powered the analyzer back up and verified no further leaks.